Event description:
Customer reported that two patients, previously typed as weak d positive, are negative at all phases of testing. Patient #1 tested weak d positive in 2006 using ortho anti-d (lot not provided). Patient #2 tested weak d positive in 2009 using db272a1. Repeat testing was performed on samples by other techs. No reactivity was observed. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing of this lot of product. All results were as expected. Customer sent patient #2 sample to a reference lab that uses competitor reagents. Patient sample reacted at immediate spin. Patient #1 sample was qns for any further investigation. Customer stated that qc was satisfactory.